Manufacturer narrative:
H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received or evaluated on site; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration(uf) event occurred during hemodialysis with an ak 96 machine. The pre-treatment setting for the uf was 4000ml and after use, the uf volume was 4600ml, resulting in an excess of 600 ml of fluid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.